Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported the stimulators wouldn't charge, kept displaying 'reposition antenna screen ,' and had been about 3 months since they last charged. Pt stated they tried to charge a couple times within the past month and they wouldn't charge at all. Agent reviewed possible overdischarge and redirected to healthcare provider. Agent provided pt with nas phone number for healthcare provider office. Pt asked about battery longevity and agent reviewed they were at ~8 years since implant; pt hadn't yet seen eri message. Additional information was received from the patient. They reported that both of their implants are dead and they need to be jump started. Patient stated that they tried to charge their implants and they won't charge. The patient was redirected to their healthcare provider to further address the issue. Agent will send an email to the field for visibility. Pt called back to add that they needed to have an MRI for liver problems and MRI facility told pt to jump start the ins. Additional information received from the manufacturer representative reported that the patient had been on hospice and the batteries died during that time. The patient was no longer under hospice care and needed an MRI as well wanted them charged for pain relief. The patient was going to proceed with battery replacements and the issue was resolved.

Manufacturer narrative:
Concomitant medical products: product ID 97714 lot#/serial# (B)(6), implanted: (B)(6) 2015 product type implantable neurostim ulator. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.